Event description:
(B)(4). Initial information rec'd from a physician's nurse on (B)(6) 2008: a (B)(6) female rec'd a treatment with injectable poly-l-lactic acid (sculptra) on (B)(6) 2007 (lot number/expiration date not specified). (It was reported that pt had previous exposure to the product, and tolerated it, no date provided). The pt rec'd 3 cc on temporal fascia and 3 cc on the nasal labial folds-anterior maxillary area during the treatment, for a total of 6 cc. Product was reconstituted the day before the procedure with 5 cc of bacteriostatic water, and on the day of the procedure, with 1.5 cc xylocaine with epinephrine. Nurse reported that physician stated that the area was well massaged to avoid any nodules. She reports that pt developed two granulomas measured at 4 mm each; the pt came to the office on (B)(6) 2008, and that is when physician became aware of them; (actual onset as noted by pt not specified). One is attached to the periosteum and the other is attached to the fascia. Outcome reported as ongoing. Treatment measures reported as none. Concomitant medications provided as "none." Medical history was provided as "none," with history of penicillin allergy. No further medical info reported. Add'l info for sculptra (lot# and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. No faults, defects or damages detectable. Conclusion: no faults detectable. Add'l info was reported by a consumer to a sales rep on 20-jul-2009: consumer rec'd injectable poly-l-lactic acid for volume in temple and cheek area and eight months there after, she experienced her first papule in the temple. Now sixteen months after the first treatment, she has developed quite a few more small papules in the zygomatic cheek. No further relevant info reported. Add'l info was reported by a consumer to a sales rep on 20-jul-2009: consumer states that the pt has small papules 18 months post injection. No further relevant info reported. Add'l info was reported by a physician to a sales rep on 24-jul-2009: physician reported that the pt was using poly-l-lactic acid for cosmetic purposes. Physician reported that "these are no longer papules, these are granulomas." Physician reported that pt now has a total of 10 granulomas. Physician reported that he removed one of them in the temporal fascia, and the rest are on the zygomatic arch. The pt had rec'd poly-l-lactic acid maybe three years ago and it was successful. No further info reported. Add'l info for sculptra (lot # and expiration date - not provided) from (B)(4): batch record review was without hint to root cause. Because no lot number is available, an investigation has been performed on the documentation of all potentially involved manufactured batches. The review of the device history report and of the analytical results of these batches did not show any anomaly that could be related to the event which occurred. The investigation results show that this kind of event is not batch related. Conclusion: no faults detectable.